Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that she was in the hospital. A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient was in the hospital from (B)(6) with a touch contamination peritonitis. The culture report showed staphylococcus epidermis growth and the patient was treated with an unknown dose of vancomycin.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.